Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor malfunction was verified. The vertical lift was found to be working as intended. Replaced both monitors. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the monitors on the 9800 system have burned in images and need to be replaced. It was also noted that there are problems with the lift column. There was no report of pt injury.